Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for inspection and a reportable malfunction of protrusion at the insertion part and the bending section was identified. A root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited protrusion at the insertion part and the bending section. There was no patient involvement.